Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device clv-s190 exhibited lamp error e103. According to the reporter, the issue occurred at the beginning of the procedure. The type of procedure was not reported. There was no patient involvement reported on this report. No user harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Based on the event updates, it is likely that the device is operating normally in the user facility as the subject device was not return for repair. Therefore, it is likely that the event was due to the life of the lamp long time use (i.e. Aging degradation) or by accidental failure. As stated on the IFU and as a preventive measure, the user manual states: confirm that the examination light is emitted from the distal end of the endoscope. When the lamp light intensity decrease even if the ¿500 hours¿ indicator does not light up, replace the examination lamp with a new one. ¿replacement of the examination (xenon) lamp¿. Olympus will continue to monitor complaints for this device.